Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion site and date was unknown. There was no report any injury or medical intervention. No additional event or patient information is available.